Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date. The patient began experiencing pain in the rectal area when he sits down and during bowel movements. It was noted that the patient was suffering a fistula. The patient's radiation treatment has been delayed. The patient's physician stated that the symptoms are related to a misplacement of the hydrogel. The imaging showed 20% of the hydrogel went into the rectal wall. It was further noted that a small amount of the hydrogel was getting close to the perineum, therefore the patient's radiation treatment will proceed. The patient outcome was reported as "issue ongoing". No further information has been obtained despite good faith efforts.